Event description:
After being screened by MRI tech, non MRI staff entered magnet room with wheeled wire basket while MRI tech was screening another non MRI staff. Basket now stuck in bore of MRI. No patient or other staff in MRI room. No injuries. FDA safety report ID# (B)(4).